Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-sep-2022 to 20- sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer found that the faulty controller, sensor and boards 4 and 2 were causing the issue. Replaced the controller, drawer's sensor and boards to resolve the issue. The system was functional as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and there was a burn mark on the retractor band. During inspection, the drawer controller was wet and shorted out, which damaged the retractor band, drawer's sensor and boards. There were no adverse events or injuries reported based on this event

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and there was a burn mark on the retractor band. During inspection, the drawer controller was wet and shorted out, which damaged the retractor band, drawer's sensor and boards. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the retractor band had burn marks due to fluid spill inside the matrix drawer, which also damaged the controller, drawer's sensor and boards 4 and 2, causing the malfunction. A field service engineer replaced the controller, drawer's sensor and boards to resolve. Preventative maintenance was performed on the device. The system functioned as intended.